Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient presented with right leg pain. An ultrasound was performed and it was discovered that the right limb of the stent graft was occluded. A secondary procedure was performed to successfully resolve the occlusion. The physician stated that the limb occluded because of poor outflow in the right femoral artery and that an embolectomy was done on the right graft limb and an endarterectomy of the right femoral artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.